Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, the yellow o-ring was visible on the battery cap, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 20-mar-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads down to the case seal on the side, and the threads were stripped. The returned battery cap was unable to fit to maintain an electrical connection. The reported power complaint was duplicated. A test battery cap was used. The ez-prime steps were performed correctly, and no further power interruptions occurred during the investigation. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board.